Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A f/u medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that during surgery, the handpiece was damaged. Even after changing the battery it didn't work. Afterwards this battery (with the same housing) was successfully tested with another handpiece. To complete surgery, the product was replaced with the same product.